Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tap broke into the vertebra body. Surgeon was able to remove the broken piece. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual and optical examination of instrument confirms tip of the tap is cracked and broken, with a portion of the instrument broken off and not returned for analysis. The cracks are ~6mm in length and splayed along the central axis of the instrument. Tip splay or trumpeting effect is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with misalignment of the tap with respect to guidewire during usage.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.